Manufacturer narrative:
A ge service rep performed an on site investigation. The solid state hard drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.